Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer stated that the buttons are not working. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.